Event description:
The lay user/patient contacted lfs alleging inaccurate high readings on the one touch ultrasmart meter. The patient mentioned that he had noticed the elevated readings sometime in 2009 (exact date and time was not provided). The patient obtained the following results 121 mg/dl, 231 mg/dl, 208 mg/dl and 251 mg/dl. The patient was unable/unwilling to verify whether he treated himself based on the reading. He did not exhibit any symptoms. It is also unknown whether the readings were taken back to back or throughout the day. An hour later after testing, the patient felt as if was going to pass out and also had the shakes. He then self-treated himself with oral medication. The patient was not tested on another device or did not seek any further medical attention. The technique of applying blood on the test strip was correct. A quality control test was done and the test strips passed using the control solution. The products were replaced. There is no evidence that the meter malfunctioned since the test strips passed using the control solution. The complaint is being reported because the patient alleged elevated readings and an hour after testing developed symptoms suggestive of hypoglycemia and had to self-treat himself.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.